Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer blade wash cup of the unicel dxc 600 synchron system was overfilling with wash solution. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the waste line had been connected to the air pressure port instead of the waste valve port. The fse connected the lines correctly. Bec has no information on how the waste line was incorrectly connected to the air pressure port.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).